Event description:
It was reported that during therapy, a minor air leak occurred and it was not able to stop the leak. No leak alarm sounded. The dressing was exchanged and the treatment was continued.